Event description:
It was reported that the hose attached to the handpiece had a leak. There are no reports of adverse consequences due to this event.

Manufacturer narrative:
The device was returned to the manufacturer and a quality investigation was performed. According to the quality engineer, the hose that attaches to the handpiece had a hole. The root cause for the failure appears to be a result of the abnormal treatment of the product at the account.